Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis did not reveal any performance issues, but the calculated longevity result of 98% was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that two non-sustained episodes (which occurred on two different days) were seen on the patient's electrogram (egm). It was also reported that the device was approaching the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient was undergoing chiropractic therapy during the time that the non-sustained episodes occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.